Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000166, serial/lot #: -, ubd: , UDI#: the system was serviced in the field, and it was discovered that the sidewall door switch was heavily damaged. The switch was replaced and the sidewall adjuster plate was corrected in order to get the door to close properly. Invalidate home procedure was completed. The system was working as intended and returned to the customer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site's radiologic technologist (rt) ran the system into a door with the gantry open. The top right area was damaged and part of it was broken off. Biomed tried to glue the piece back and repainted it, but then the door would not close and the system was unable to expose or close the gantry. However, the pendant indicated that the gantry was closed and ready for exposure, but the door was still opened. No patient was present.